Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor initially failed to pair with the ilet due to entry of an incorrect four-digit pairing code, after which the correct code was entered and pairing proceeded; during the event, capillary glucose was measured as high and later decreased toward range. Symptoms included hyperglycemia. Outcomes included transient elevated glucose that returned to within range without hospitalization. Investigation included customer service troubleshooting, confirmation of the correct pairing code, serial point-of-care glucose checks, and follow-up review of device-reported logs. Investigation of this case revealed a user error related to an incorrect cgm pairing code that led to temporary loss of automated glucose control until proper pairing was established; device hardware and components were not implicated. It was concluded, based on previously established findings for similar reports, that the cause was use error.